Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had turned their dbs therapy off per their physician's instructions and had not charged for about a year. Now patient is in need of MRI and when they went to attempt to charge their implantable neurostimulator (ins) they encountered error code 1713. Reviewed meaning of this code and expectations regarding overdischarge. Redirected to managing physician for physician mode recharge and MRI eligibility report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep confirming overdischarge status. The representative wanted to know how to charge the implant using the wireless recharger with the physician recharge mode(prm). The caller confirmed that they were able to start the prm. The troubleshooting steps that were taken on the call resolved the issue.